Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t92c4c. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number t92c4c, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a lap prostatectomy, I had fired one today about 5 times, and was unable to fire anymore. When I took the gun out of the abdomen to inspect it, the handle fired (dry fired) with force but then jaws jammed shut. I put this to one side and opened another one which worked no problem. There were no patient consequences.